Event description:
Right-side positive alcl per pathology report received and MRI indicated seroma (date of event for seroma: (B)(6) 2023).

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side positive alcl per pathology report received, MRI indicated seroma (date of event for seroma: (B)(6) 2023), suspected rupture from motor vehicle accident (date of event: (B)(6) 2023)

Manufacturer narrative:
Sientra complaint#: (B)(4). Additional information: b7, h6. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bia-alcl, side unknown.